Manufacturer narrative:
H10: no product samples, videos, or photographs were returned for investigation. The device history review for lot 4793559 was reviewed and a poppet sub-component was found that had a molding anomaly on the sealing surface that can lead to leakage. The reported complaint of a leaking spiros can be confirmed. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. Additional information in h6.

Manufacturer narrative:
The device was discarded. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
The event involves a spinning spiros closed male luer, red cap that leaked an unspecified investigational chemotherapy. The device was attached to a syringe. It was reported the drug was squirting out the sides of the spiros. There was no patient involvement nor harm reported but a delay in preparation. The device was discarded by nursing due to the leak and biohazard conditions.